Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer reported receiving no delivery alarms, contributing to their high blood glucose. The customer's blood glucose was 698 mg/dl at the time of admission. Customer stated they were wearing the insulin pump at the time of hospitalization. Troubleshooting did not find any issues with the insulin pump. The customer was unable to perform a high pressure test during troubleshooting. The insulin pump will not be returned for analysis.